Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2023. Additional information was requested, the following was obtained: no patient consequences procedure date : (B)(6) 2023. Procedure : plastic surgery. No device available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 11/28/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? The thread couldn't come out of their packaging so the nurses or the surgeon pulled harder to get them out and 2 of them broke. One of the nurses reported the fact that the shuttle between a monocryl + and a normal monocryl was smaller and therefore that the thread would perhaps be tighter inside and the pins to hold the thread more adjusted and therefore more ¿blocking¿. Please provide the procedure name and date? Procedure name: abdominal dermolipectomy (adl) date: (B)(6), 2023. The following information was requested, but unavailable: were there any patient consequences? Event related to mw # 2210968-2023-08301 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The device presents an impossibility to remove the thread from its packaging. Moreover, when it comes out roughly correctly, it breaks. No adverse patient consequences were reported. Additional information was requested.